Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient contacted support requesting assistance to change ilet settings and described experiencing both high and low glucose levels; the patient was advised to contact a healthcare provider for settings changes, and subsequent review of the ilet report showed extensive missing data and no data for the most recent day. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no reported injury, no hospitalization, and no medical intervention beyond counseling to seek clinical guidance. Investigation included review of available device data and case documentation. Investigation of this case revealed no device alarms and insufficient device data to assess performance or usage, with the cause of the reported glycemic excursions remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate due to unavailable or incomplete information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.